Event description:
Pt underwent aaa bifurcated stent implant in 2005. Following the procedure, the pt did not require an ICU stay, and felt well enough for a meal later in the day. Pt expired at approx 6:30 am, approx 24 hours after the initial procedure. The initial report from the physician stated stent graft was well positioned in the vessel and pt death as a hemorrhage at the access site.